Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information available, the most likely cause cannot be confirmed. However, since no deficiencies or failures are being alleged with the device, it is most likely that the non-union is patient related. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use, lbl 1405-9005 provided with the sterile kit. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2016, the surgeon was reviewing radiographic images during a post operative visit and a non-union of the mtp (metatarsophalangeal) joint was identified. The surgeon stated that patient was compliant and no hardware was broken. The surgeon determined all of the hardware (sk-12) would be removed in a revision surgery completed on (B)(6) 2017. This was reported to an employee of the company on 04/27/2017.